Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and the insulin pump had a watchdog timeout. The customer¿s blood glucose level was 146 mg/dl. The customer reported that they were not calling back after receiving a new battery cap. Troubleshooting was performed and the display did not return after pump restart. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test alarms noted during testing. Device had stripped battery coin slot (p).